Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Neuropathy [neuropathy], mouth would break out after using long periods of time [stomatitis]. Case description: a pharmaceutical company rep reported that a consumer, a female used fixodent denture adhesive, form/version unknown intermittently with "super poligrip extra care with poliseal" due to a "tooth disorder" order a period of 20-25 years, last known use of poligrip in 2007, and reported the following: neuropathy beginning in 2007, mouth would break out after using fixodent for long periods of time. The case outcome was not recovered/not resolved. The consumer discontinued use of poligrip. The consumer had mentioned that the neuropathy might be related to her history of diabetes but was concerned that zinc in both poligrip and fixodent products could be the cause for the neuropathy. Past medical history included: allergy - unknown, medical history - "hysterectomy in 1958", "high triglycerides beginning 1992", "high cholesterol beginning 1992", "type 2 diabetes beginning 2001", "indigestion beginning 2002", "appendectomy in 2007", "back pain since 1958", "cracked vertebrae", "non-cancerous growth removed from colon in 2007", "trampoline accident in 1958", "removal of 10.5 inches of colon in 2007", "non-cancerous growth in colon". Concomitant medications included: metformin hydrochloride, hydrocodone w/paracetamol, pregabalin, rabeprazole sodium, gemfibrozil, simvastatin, glibenclamide. No further information was provided.

Manufacturer narrative:
Lot # not provided, unable to complete a product investigation.